Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. This issue did not result in blood glucose levels rising above 500 mg/dl or dropping below 54 mg/dl.